Event description:
It was reported that: during a tavr procedure, the physician was not able to push the bypass tube through the button valve (related to MDR 3010252479-2023-00030 manta), so a second device was used unsuccessfully. It deployed into the tissue tract (related to this MDR). This is concerning the second device pulled. This one deployed in the tissue tract so pressure was held and patient was fine. Additional information has been requested from the account. A follow up report will be submitted on receipt of this information.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an tavr procedure, a 14f manta was planned for closure in the right common femoral artery. A central positioned access was achieved utilizing micropuncture and ultrasound. Vasculature was 7mm, with a measured depth of 4mm. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub, resulting in a kinked lumen (see mdr3010252479-2023-00030 manta). The first 14f manta sheath and device were removed from the guidewire, and a second 14f manta device and sheath from the same lot number was opened. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube but was able to apply force and push it through the sheath hub. Manta was deployed to the premeasured depth; pulsatile bleeding was visible, and the manta device was deployed into the tissue tract. The tract deployment was unrelated to the original issue encountered attempting to advance the bypass tube through the hemostatic valve of the manta sheath. Manual pressure was held for thirty minutes, and patient outcome post procedure was fine. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding. Corrected data: review of clinical outcome of the patient, the reported event indicates a malfunction and not a serious injury; therefore, section h. Has been corrected to reflect malfunction from serious injury. Section. B updated from adverse event to product problem.

Event description:
It was reported that: during a tavr procedure, the physician was not able to push the bypass tube through the button valve (related to mdr3010252479-2023-00030 manta), so a second device was used unsuccessfully. It deployed into the tissue tract (related to this MDR). This is concerning the second device pulled. This one deployed in the tissue tract so pressure was held and patient was fine. Additional information has been requested from the account. A follow up report will be submitted on receipt of this information.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an tavr procedure, a 14f manta was planned for closure in the right common femoral artery. A central positioned access was achieved utilizing micropuncture and ultrasound. Vasculature was 7mm, with a measured depth of 4mm. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub, resulting in a kinked lumen (see mdr3010252479-2023-00030 manta). The first 14f manta sheath and device were removed from the guidewire, and a second 14f manta device and sheath from the same lot number was opened. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube but was able to apply force and push it through the sheath hub. Manta was deployed to the premeasured depth; pulsatile bleeding was visible, and the manta device was deployed into the tissue tract. The tract deployment was unrelated to the original issue encountered attempting to advance the bypass tube through the hemostatic valve of the manta sheath. Manual pressure was held for thirty minutes, and patient outcome post procedure was fine. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: during a tavr procedure, the physician was not able to push the bypass tube through the button valve (related to another MDR), so a second device was used unsuccessfully. It deployed into the tissue tract (related to this MDR). This is concerning the second device pulled. This one deployed in the tissue tract so pressure was held and patient was fine. Additional information has been requested from the account. A follow up report will be submitted on receipt of this information.